Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic pain and stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, bleeding, dyspareunia, vaginal scarring and neuromuscular problems. It was reported that on (B)(6) 2012 the patient underwent a surgical procedure performed by the implanting surgeon to remove scar tissue due to severe pain all the time, loss of sexual activity, bowel problems, weight loss, more urinary pain and infections. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy with lysis of adhesions and cystourethroscopy.